Manufacturer narrative:
According to the report received the user "got an infection caused by drain bag". Per the report no medical attention was reported. No additional information was provided after numerous requests were made. At this time it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report received the user "got an infection caused by drain bag".